Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went swimming and left the pump outside in direct sunlight (90-100 degrees). When customer returned to the pump, multiple temperature alarms had occurred. Customer's blood glucose was 350 mg/dl which was addressed by delivering a correction bolus via the pump.